Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400 mg/dl. The customer was treated high with pump. Customer's current blood glucose value was 180 mg/dl. The customer reported about auto mode readiness screen. Customer received a change sensor alert after a calibration not accepted. The product will be returned for analysis.